Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. On (B)(6) 2025, the patient attempted to initiate a new sensor session, but the transmitter failed to pair. As a result, insulin was not delivered automatically, prompting the patient to call an ambulance. The call was disconnected before further details could be obtained. It is not mentioned whether the patient was able to monitor her blood glucose via fingerstick at the time of the incident. There is no information regarding any symptoms experienced, the duration of sensor inactivity before symptom onset, or whether a fingerstick was performed when emergency services were contacted. Additionally, it is unknown what treatment or medication was administered, and whether the patient was transported to the hospital or received medical assistance on-site. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data investigation confirmed pairing failure. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, information was clarified about the event details. This information should replace b5 describe event or problem from the initial MDR. It was reported that pairing failure occurred. The patient inserted a new sensor prior to going to bed and started the pairing process. She also used an omnipod5 insulin pump. She went to sleep before pairing was completed. At 6:00 am she woke up and realized the sensor had not paired, attempted to pair again and fell back asleep. She woke up late and realized her sensor still had not paired and ¿my sugar was really high, I was vomiting and all that kind of stuff that goes with high sugar.¿ she contacted ems, and after their evaluation she did not have to go to the hospital. No blood glucose finger stick value or treatment details by paramedics were disclosed. After paramedics left the home she contacted dexcom for assistance with pairing the sensor. The sensor paired shortly after the chat disconnected, and she recovered. At the time of the report, although her voice was hoarse from the vomiting, she was in good condition. Data investigation confirmed pairing failure. The probable cause could not be determined post investigation. No additional patient or event information is available.